Event description:
It was reported that during the laparoscopic nissen procedure, the device stopped working after second activation. Only omentum was coapted and was no near any metal istruments. Another device was used to completed the case with no patient consequence.